Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The bipolar/cathcart head trial handle is very difficult to load the trial. The spring bearing sticks. This complaint was originally voided on (B)(6) 2017 as it was believed to be a duplicate. However, when the product was returned it was found that this was truly a separate complaint. Therefore. It has been unvoided so it can be entered and the product can be investigated.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.